Event description:
It was reported that the patient lost stimulation several months ago following a fall. At the revision on june 17th, the leads were disconnected from the matrix and connected to a snap-lid connector. All impedances were out of range and it was not possible to program any stimulation that was detectable to the patient. Two new leads were attached to a restore advanced generator. The old leads were left in place. The patient experienced good stimulation following the replacement. The patient reported that their stimulation with the new device was superior to the old device.